Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, "after" 9 am. She stated that she manages her diabetes with lantus (30u), another insulin type (self adjuster) and due to the alleged issue on (B)(6) 2011 at 5 pm she skipped or stopped her usual dose of medication. The patient claimed on (B)(6) 2011 at 5 pm she felt "out of sorts and was urinating frequently". The patient denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the patient had been using the correct test strips and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.